Event description:
It was reported that, "when removing the distal conical stem, the threads broke off of the stem removal adapter."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.